Event description:
During the initial implant procedure, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. The merlin programmer was rebooted and was eventually able to connect with the device to reenable ble telemetry on the device. The root cause of the telemetry anomaly remains unknown at this time. The implant procedure was completed without further incident. The patient was in stable condition.